Event description:
A talent captivia thoracic stent graft system was implanted in a pt for the endovascular treatment of a chronic thoracic dissection that extended from the subclavian artery down to the common iliac arteries. The vessels were not tortuous or calcified. It was reported that during deployment, the bare springs would not release when the release handle was unlocked and pulled back. Several troubleshooting attempts were made to release the bare springs including disassembling the back end of the device. The handle and trigger mechanism were examined to determined whether anything was severed within the handle; however, everything seemed fine. The physician then used a clamp to advance the graft cover all the way up toward the tapered tip. At this point, they pulled the wing components down, which opened the bare springs. The stent graft was accurately deployed and covered the dissection, and there was no filling of the dissection. No clinical sequelae were reported, and the pt is fine.

Event description:
(B)(4).

Manufacturer narrative:
Notification to affected customers was made per z-1284-2012 for the appropriate bailout technique and manufacturing process improvements were implemented.

Manufacturer narrative:
The device has been received by medtronic, and the analysis has been completed. The device was returned disassembled and was bloody. The stent graft had been deployed in the case. There were kinks on the sheath at 5, 7, and 9.5 cm from the edge of the graft cover. During eval, the tip release capture mechanism operated without issues by pushing and pulling the tip capture tube. Given the condition of the returned device, a thorough evaluation was not possible; therefore, a definitive root cause could not be determined. (B)(4). Eval results and conclusion: (deployment difficulties), (use of the device to treat a pre-operative dissection).